Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported customer received an error message on the display of an adc blood glucose meter. It was further reported that on (B)(6) 2018, customer experienced tremors, "was going to freak out" and was incapable of self-treating. Customer had contact with a healthcare provider who treated him with glucose and a pack of sugar. There was no report of death or permanent injury associated with this event.

Event description:
Customer's caregiver reported customer received an error message on the display of an adc blood glucose meter. It was further reported that on (B)(6)2018 , customer experienced tremors, "was going to freak out" and was incapable of self-treating. Customer had contact with a healthcare provider who treated him with glucose and a pack of sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for the reported complaint and a valid serial number was not provided. Extended investigation has been performed and determined that there was no indication that the product did not meet specification. As a valid serial number was not provided for the freedom lite meter, the manufacturer of freedom lite meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed freedom lite meters and reported complaint. No trends were identified that would indicate any product related issues. Dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests before release. Retain testing for lot 1027794 was performed and all units performed within specification. Lot 1708308 was past its expiry date of apr 2019 at the time of investigation, so retain testing was not performed all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. (Brand name) and (model number) were incorrectly documented in the initial MDR report. D1 and d4 have been updated.